Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age and gender unknown), the device would not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during testing, the device would intermittently power up.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated to the front enclosure assembly. A faulty power switch was identifed as the root cause. The front enclosure assembly was replaced to remedy the problem. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.